Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) with heavy calcification and moderate tortuosity. After rotational atherectomy (rota) was performed, the patient was noted to be actively bleeding. The 2 x 30 mm mini trek balloon dilation catheter (bdc) was advanced to achieve hemostasis. Afterwards, the bdc was removed from the patient. Then, a graftmaster covered stent was attempted to be advanced; however, resistance was noted with the guide catheter. An unspecified guidewire exchange was performed and the graftmaster stent was able to be successfully implanted. Post stent deployment a balloon marker from the mini trek bdc was noted to have separated in the guide catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure no additional information was provided